Event description:
Philips received a report from a customer reporting that they were performing short tube conditioning on the CT system and reported that the table went down on its own. Short tube conditioning is performed prior to clinical procedures being performed. There was no pt involvement and no harm to the operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).